Event description:
The complainant reported that the impella cp was exchanged due to thrombus. A high purge pressure system blocked alarm occurred. Troubleshooting was done unsuccessfully. Duration of impella support was for five hours and the impella cp was exchanged for a new one. The procedural outcome was the patient the survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. The pump was returned for investigation. No damage was noted on the returned product. The impeller was clean, but some biomaterial was found in the purge gap. High purge pressure was reproduced during testing, and the pump was also unable to start. The catheter was cut near the motor housing, and purge splashing was observed from the catheter, which proved a blockage in the motor housing. Additionally, blood was found clotted on the motor side of the purge line. Data log shows the purge pressure rising over 22 hours with a similar gradual trend in motor current. The pump flow also became saturated at the end of the case run. The cause of the high purge pressure issue was biomaterial, based on returned product investigation. D9 date device returned to manufacturer added.